Event description:
The customer reported having an urgent care visit due to her high blood glucose of 382mg/dl. Troubleshooting was performed. The caller experienced headaches and nausea. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. Instructed the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.